Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted into the patient during a procedure on (B)(6) 2022. The patient had worsening pain six weeks following the surgery. A CT scan revealed a bladder abscess. She reportedly continued to experience urinary urgency and frequency. Ten weeks after the surgery, she had a CT scan and the sling was visible on the right side of the bladder, and it was subsequently removed on (B)(6) 2022. The physician confirmed that the mesh was not placed through the bladder during implantation. One week after sling removal, her cystogram was normal, and the physician has not heard back from the patient since then despite multiple attempts.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf patient code (B)(6) captures the reportable event of mesh erosion through the bladder. Imdrf patient code (B)(6) captures the reportable event of pain. Imdrf patient code (B)(6) captures the reportable event of abscess. Imdrf impact code (B)(4) captures the reportable event of mesh removal. Imdrf impact code (B)(4) captures the reportable event of hospitalization.